Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number (B)(6). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the device did not properly mesh and was in need of repair. There was no harm or delay reported. An alternate device was available and used to complete the surgery. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, g3, g6, h2, h3, h6, h8, h10. Review of the most recent repair record determined that the unit was not meshing properly, and the cutter blade had failed. The cutter was replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.